Event description:
I purchased a pair of prescription eyeglasses from (B)(6) and the online retailer filled the prescription using someone else¿s prescription. I have been a repeat customer and suspected that there was an issue with the glasses that I had been purchasing from this retailer because each time I saw my eye doctor, my prescription changed (eyesight worsened). I contacted the retailer and informed him about the latest blunder and he acknowledged an error and offered a discount on future purchases, which I declined because I was mortified. I had been trusting this retailer with my eyesight for the past two years and to learn what I suspected is truly frightening to me. I am frightened mainly because the retailer only admitted fault because I complained. How many times has he messed up my prescription and I didn¿t know? How many others has he made mistakes on and they don¿t¿ know it? Dates of use: (B)(6) 2012 - (B)(6) 2012. Diagnosis: vision strength.